Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) did not have capture with bipolar sensing and unipolar pacing on the left ventricular (lv) channel. The lv lead is a non-boston scientific product. It was noted that when the device was programmed to a certain vector, there would be pacing inhibition. However, when the device was programmed to unipolar sensing, pacing was working as expected. Technical services (ts) noted that the pacing inhibition must be a result of oversensing on the lv channel. Ts recommended monitoring the lv pacing and potential programming options. The device remains in use. No adverse patient effects were reported.